Event description:
Baxter triple channel infusion pump channel c alarmed volume infused. Channel select pushed the message "press stop to continue" appeared. However, when stop pressed, infusion did not continue. Tubing had to be removed and reinserted to restart. Pt bp dropped to 70's during trouble shooting.